Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 660mg/dl, sugar crystals behind eyes, and a high ketone level identified as dangerous by healthcare provider. It was reported that the pump battery could not be charged, and subsequently, the pump shut down. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, the customer was released on 1/12/22 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.